Event description:
The intellanav mifi open-irrigated ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter's tubing set was damaged, and leakage occurred. The ablation on the left pulmonary veins were completed. The error 'd05-excessive temperature' occurred when the catheter was positioned to target the right pulmonary vein and ablation was attempted. The physician observed damage to the catheter's irrigation tubing near the luer which caused leakage. The device was removed and exchanged for a new one. The procedure continued and completed successfully without patient complications. The device was returned for analysis.

Manufacturer narrative:
The intellanav mifi open irrigated catheter was returned to boston scientific for analysis; analysis of product returned revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Also, a media inspection was performed and it is possible to observe a picture showing the irrigation tube partially detached. Therefore, the reported clinical observations of tubing set "damaged/defective", tubing set "fluid leak" and high temperature error message were able to be confirmed through laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The intellanav mifi open-irrigated ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter's tubing set was damaged, and leakage was occurred. The ablation on the left pulmonary veins were completed. The error 'd05-excessive temperature' occurred when the catheter was positioned to target the right pulmonary vein and ablation was attempted. The physician observed damage to the catheter's irrigation tubing near the luer which caused leakage. The device was removed and exchanged for a new one. The procedure continued and completed successfully without patient complications. The device is expected to be returned for analysis.